Event description:
Customer reported a past high blood glucose event with the specific value unknown, only displayed as "high." Cause was not known. To address the issue, the customer administered a correction bolus via their pump, and they were experiencing frequent high blood glucose events. The control iq feature was activated at the time, and no third-party assistance was required.